Event description:
Customer reported discrepant results between two meters and the lab for three patients: patient: 1, inratio1: 2.8, inratio2: 3.3, lab: 3.4. Patient: 2, inratio1: 4.0, inratio2: 3.0. Patient: 3, inratio1: 2.2, inratio2: 1.7.

Manufacturer narrative:
Investigation pending.